Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the delivery shaft was kinked. The device was removed directly without any intervention and it was found that the shaft was fractured. The procedure was competed with a different device. No patient complications were reported and the patient status was stable.